Manufacturer narrative:
Occlusion is listed in the instructions for use. No product was returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that pt selection and treatment should take into consideration: "access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease, and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 french to 20 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is "lumen, obstructed". This failure mode was determined after review of the provided event evaluation form as well as a physician's assessment. A definitive root cause can not be determined or reported at this time. However, the pt's anatomy could have been a contributing factor to the obstructed lumen. If add'l info becomes available that alters the scope or findings of this investigation, this report shall be amended at the appropriate time. We will continue to monitor for similar complaints. No add'l actions required at this time. The risk is insufficient per qera. The rpn remains at an acceptable level as a result of this complaint.

Event description:
A female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure and the main body and the iliac legs were placed as prescribed. The procedure was completed without endoleak. On (B)(6) 2011, the pt visited the medical facility and claimed it was hard to move left leg. Angiography CT revealed the proximal site of the left iliac leg graft was squashed by the right iliac leg graft. Additional info was provided on (B)(6) 2011. On (B)(6) 2011, the physician attempted to remove thrombus with a balloon catheter via left inguinal, but it failed. Then ballooning with a pta balloon catheter was performed and an iliac leg graft was placed to prevent possible kinking. Moreover, a stent was placed just to be safe, and a stent was also placed in left external iliac artery for percutaneous transluminal angioplasty since a part of left external iliac artery was slightly thin. The procedure was completed. The pt condition after the procedure was not provided.